Manufacturer narrative:
Device was returned. Complaint of leaking could not be confirmed. Lot review: lot # 77-128-y1 (mfg date 5/2017) shows (B)(4) units were manufactured and released with no exception documents cited.

Event description:
Spinning spiros leaked drug on a patient today. It was attached and spinning appropriately. Chemo drug (cetuximab) leaked onto a patient. It was cleaned off the patient. Current status of patient is unknown. The device was returned for evaluation and met pressure leak testing specifications. Complaint could not be confirmed.